Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited signs of undersensing and was sensing t waves instead of r waves. The device was already programmed to the maximum sensitivity. The device was to continue being monitored. The patient was stable.